Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (stent deformation) patient¿s condition affected effectiveness of the device (lesion morphology ¿ 90% stenosis, calcification and tortuosity) deformation problem (stent) evaluation codes, conclusions: known inherent risk of procedure (stent deformation) device failure related to patient condition (lesion morphology ¿ 90% stenosis, calcification and tortuosity). (B)(4).

Event description:
During the procedure the physician intended to use an endeavor resolute drug eluting stent to treat a calcified lesion exhibiting 90% stenosis, in a tortuous mid cx. The lesion was pre-dilated. The device was removed from the packaging per the instructions for use, inspected prior to use and prepped with no issues identified. Resistance was encountered during advancement of the device. It is reported that the stent was damaged during advancement or positioning at the lesion. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. The procedure was completed with a 2.75mm x 30mm device. No patient clinical sequelae were reported. Evaluation summary: the 8th, 13th, 16th, and 17th distal segments were slightly raised and deformed. Cine image review: cardio angiogram (cag) shows evidence of calcification and stenosis present in the vessel. The images do not show the attempts to position the complaint device. The images do show the procedure being completed with another 2.75mm x 30mm device. The stent appears to sufficiently open up the vessel. The images also show a stent being deployed in the proximal cx which also achieves a good result. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.